Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. The field generator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue was confirmed and the emitter was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. While working on the system, the manufacturer representative noticed the emitter would intermittently stop "chirping" and not have any power. The issue resolved without doing anything. Technical services requested to check the axiem box (emitter details and em interface) when the issue occurred. The status on the axiem box remained "7" while the emitter was going in and out. A replacement box was sent. No further information was provided. No complications were reported/anticipated.